Manufacturer narrative:
(B)(4). The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Regulatory agency ref. # mw5066260. (B)(4).

Event description:
It was reported that the patient expired. The device undersensed vf episode and failed to rescue the patient. A total of 3 vt/vf episodes were recorded. The device undersensed the vf episode and misclassifies the episode as vt and the patient received (atp) instead of shock. After atp the patient remains in slow vt which is now below the detection rate and the device classifies as sinus rhythm. Final rhythm of vt/vf (wavered zones) patient received atp therapy which slowed the rhythm and patient remained in slow vt below the detection rate and identified by the device as sinus rhythm.